Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus tachycardia at 175bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt went to the emergency room and continues wearing the lifevest. There is no additional info about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the emergency room and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: usage of device: monitor (B)(4) : 10/2011 - reuse. Electrode belt (B)(4): 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).